Event description:
Additional information was received confirming there was no patient involvement.

Manufacturer narrative:
Other text: additional information: b5 and h6 - health impact codes.

Manufacturer narrative:
UDI is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer lcd screen is half blacked out. No report of patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection showed a damaged lcd, cracked enclosure, and worn block assembly. Functional testing found the lcd screen has liquid crystal leakage confirming the customer complaint. Root cause was listed to be caused by something impacting the front of the device. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.